Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("postimplant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection, menstrual disorder ("menstrual issues"), depression, anxiety ("mental anguish") and dysmenorrhoea and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, infection, menstrual disorder, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, dysmenorrhoea, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure filaments lie centrally over of the region of the lower sacrum / essure filaments are located in the pelvis centrally'), pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('postimplant pregnancy') in a 37-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included absence of menstruation, delayed period, multigravida and loop electrosurgical excision procedure. Concurrent conditions included gerd, cervical dysplasia, vaginal odor, bleeding genital, post coital bleeding, vaginal itching, abdominal pain lower, burning micturition, vaginal yeast infection, fungal vulvovaginitis, placental disorder, vulval irritation, paratubal cyst, genital bleeding, vaginal abscess, parity 3 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2007)), frequency urinary, micturition urgency, increased urinary frequency, uterine dilation and curettage, vaginal discharge abnormality and vaginal cuff dehiscence. Concomitant products included antibiotics, codeine phosphate;paracetamol (tylenol w/codeine no. 3), dextropropoxyphene napsilate;paracetamol (darvocet a500), ethinylestradiol;norgestimate (ortho tri-cyclen) from december 2009 to february 2010, ibuprofen (motrin) since (B)(6) 2009, ibuprofen since 1999, medroxyprogesterone acetate (provera) and omeprazole since 1992. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, cystoscopy and underwent dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, urinary tract infection, vaginal infection, menstrual disorder, depression, anxiety, dysmenorrhoea, hot flush, dyspareunia, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain and back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, hot flush, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on the left tubal 3 rings outside the ostium and on the right side, over 6 rings. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: pregnant. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, dysmenorrhea, hot flush, back pain, pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following one/ones were described in patients medical record : device dislocation most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received- new events: ¿hormonal changes describe: hot flashes, infection :vaginal, uti, dyspareunia (painful sexual intercourse), lower back pain, vaginal discharge, bladder or urinary problems or changes the essure filaments lie centrally over of the region of the lower sacrum / essure filaments are located in the pelvis centrally and plaintiff did not underwent essure confirmation test¿, new reporters, plaintiffs information, concomitant conditions, drugs and historical conditions, lot number , lab data added. Outcome of the events-¿ pelvic pain and lower back pain¿ updated to¿ recovering/resolving¿, outcome for pregnancy updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure filaments lie centrally over of the region of the lower sacrum / essure filaments are located in the pelvis centrally'), pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('postimplant pregnancy') in a 37-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included absence of menstruation, delayed period, multigravida and loop electrosurgical excision procedure. Concurrent conditions included gerd, cervical dysplasia, vaginal odor, bleeding genital, post coital bleeding, vaginal itching, abdominal pain lower, burning micturition, vaginal yeast infection, fungal vulvovaginitis, placental disorder, vulval irritation, paratubal cyst, genital bleeding, vaginal abscess, parity 3 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2007)), frequency urinary, micturition urgency, increased urinary frequency, uterine dilation and curettage, vaginal discharge abnormality and vaginal cuff dehiscence. Concomitant products included antibiotics, codeine phosphate;paracetamol (tylenol w/codeine no. 3), dextropropoxyphene napsilate;paracetamol (darvocet a500), ethinylestradiol;norgestimate (ortho tri-cyclen) from december 2009 to february 2010, ibuprofen (motrin) since (B)(6) 2009, ibuprofen since 1999, medroxyprogesterone acetate (provera) and omeprazole since 1992. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, cystoscopy and underwent dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, urinary tract infection, vaginal infection, menstrual disorder, depression, anxiety, dysmenorrhoea, hot flush, dyspareunia, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain and back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, hot flush, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on the left tubal 3 rings outside the ostium and on the right side, over 6 rings. She did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: pregnant. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, dysmenorrhea, hot flush, back pain, pelvic pain, dyspareunia concerning the injuries reported in this case, the following one/ones were described in patients medical record : device dislocation lot number: 710563 manufacture date: 2008-12 expiration date: 2011-12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure filaments lie centrally over of the region of the lower sacrum / essure filaments are located in the pelvis centrally'), pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('postimplant pregnancy ,birth - no complication') in a 37-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included absence of menstruation, delayed period, multigravida and loop electrosurgical excision procedure. Concurrent conditions included gerd, cervical dysplasia, vaginal odor, bleeding genital, post coital bleeding, vaginal itching, abdominal pain lower, burning micturition, vaginal yeast infection, fungal vulvovaginitis, placental disorder, vulval irritation, paratubal cyst, genital bleeding, vaginal abscess, parity 3 (((B)(6) 1992, (B)(6) 1994, (B)(6) 2007)), frequency urinary, micturition urgency, increased urinary frequency, uterine dilation and curettage, vaginal discharge abnormality and vaginal cuff dehiscence. Concomitant products included antibiotics, codeine phosphate;paracetamol (tylenol with codeine no. 3), dextropropoxyphene napsilate;paracetamol (darvocet a500), ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin) since (B)(6) 2009, ibuprofen since 1999, medroxyprogesterone acetate (provera) and omeprazole since 1992. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/ psychological injuries"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6)2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), menstrual disorder ("menstrual issues"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, cystoscopy and underwent dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, depression, anxiety, hot flush, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and heavy menstrual bleeding had resolved and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hot flush, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on the left tubal 3 rings outside the ostium and on the right side, over 6 rings. She did not allege that essure caused birth defects' patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, gen. Abnormal bleeding, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: findings: the essure filaments lie centrally over of the region of the lower sacrum. Essure filaments are located in the pelvis centrally. Pregnancy test - on (B)(6) 2013: pregnant. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal discharge, dysmenorrhea, hot flush, back pain, pelvic pain, dyspareunia and the following one was described in patients medical record : device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received: reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure filaments lie centrally over of the region of the lower sacrum / essure filaments are located in the pelvis centrally'), pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('postimplant pregnancy, birth - no complication') and genital haemorrhage ('gen. Abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included absence of menstruation, delayed period, multigravida and loop electrosurgical excision procedure. Concurrent conditions included gerd, cervical dysplasia, vaginal odor, bleeding genital, post coital bleeding, vaginal itching, abdominal pain lower, burning micturition, vaginal yeast infection, fungal vulvovaginitis, placental disorder, vulval irritation, paratubal cyst, genital bleeding, vaginal abscess, parity 3 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2007)), frequency urinary, micturition urgency, increased urinary frequency, uterine dilation and curettage, vaginal discharge abnormality and vaginal cuff dehiscence. Concomitant products included antibiotics, codeine phosphate;paracetamol (tylenol w/codeine no. 3), dextropropoxyphene napsilate;paracetamol (darvocet a500), ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, ibuprofen (motrin) since (B)(6) 2009, ibuprofen since 1999, medroxyprogesterone acetate (provera) and omeprazole since 1992. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/ psychological injuries"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, cystoscopy and underwent dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, hot flush, bladder disorder, urinary tract disorder and genital haemorrhage outcome was unknown, the pelvic pain, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and menorrhagia had resolved and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on the left tubal 3 rings outside the ostium and on the right side, over 6 rings. She did not allege that essure caused birth defects' patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, gen. Abnormal bleeding, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: pregnant. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal discharge, dysmenorrhea, hot flush, back pain, pelvic pain, dyspareunia and the following one was described in patients medical record : device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events abdominal pain, menorrhagia(heavy menstrual bleeding) and gen. Abnormal bleeding were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report..